Event description:
While infusing a ns bolus, the solution came out of the tubing onto the nurse due to a hole in the squeeze chamber. The tubing was replaced, and the nurse and the patient were not harmed.